Event description:
The customer reported that a sensor tip of the adc device remained in the customer's skin. The customer stated that the needle remained in her arm after the sensor fell off which caused an infection. The customer was seen by the health care provider and was provided with an unspecified medication for the infection. It is unknown if the needle was removed. Adc customer service attempted to call back the customer (3) three times to obtain additional information however all attempts, up to this point,  have been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that a sensor tip of the adc device remained in the customer's skin. The customer stated that the needle remained in her arm after the sensor fell off which caused an infection. The customer was seen by the health care provider and was provided with an unspecified medication for the infection. It is unknown if the needle was removed. Adc customer service attempted to call back the customer (3) three times to obtain additional information however all attempts, up to this point, have been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.